Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 (short term, cap, or long term) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Approximate age of device ¿ 4 months, no further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that since (B)(6) 2018 the patient had not been feeling well with fatigue, chills, poor appetite, mild dyspnea, driveline discomfort, and purulent discharge from the driveline site. On (B)(6) 2018 the patient arrived at outpatient urgent office visit and was admitted to the hospital for further care. The patient had low grade fever upon arrival. Changes were made to the patient¿s medication. The patient had two days of oral antibiotics: vancomycin, cefepime, and cefazolin, and two days of parenteral antibiotic flagyl. The patient also had two days of antifungal treatment nystatin powder used under pannus. The patient had topical antibiotic mupirocin as well. The event was reported as ongoing.

Manufacturer narrative:
Manufacturer's investigation conclusion: the root cause of the reported driveline infection could not be determined. The center reported that the patient had been feeling fatigued with poor appetite, driveline discomfort, and discharge from the exit site since (B)(6) 2018. The patient also had a fever upon admission on (B)(6) 2018. The issue was treated with oral and topical antibiotics and antifungals. The patient remained ongoing with no further issues reported until being routinely transplanted on (B)(6) 2018. The hm3 was returned for evaluation. Examination of the pump blood-contacting surfaces found no adhered depositions or thrombus formations. The rotor and rotor well showed no evidence of dents or scratches. The pump cable and modular cable appeared unremarkable. The log files retrieved showed the pump functioning as intended with no atypical events captured. The pump was reassembled and operated on a mock circulatory loop and functioned as intended in accordance with manufacturing specification. The hm3 IFU lists driveline infection as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the patient was routinely transplanted on (B)(6) 2018. No additional information was provided.

Event description:
Additional information received 28mar2019 reported that cultures taken resulted positive for staph aureus and e.faecalis. Additional treatment for the infection included a driveline debridement procedure and washout. No additional information was provided.

Manufacturer narrative:
Additional information received.